Event description:
The device was used to check the customer's blood glucose. A result of 430 mg/dl was obtained. They were given insulin and their glucose dropped to 62 mg/dl. They were given orange juice and their glucose rose to 96 mg/dl. They were sweating and shaking and family member took patient to the hospital and patient glucose was 28 mg/dl on a hospital meter. Patient was admitted to get their glucose regulated. Controls were not used on the system. The device was replaced and requested to be returned for evaluation.